Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump displayed a 'service pump' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the user reported an issue with the arterial roller pump on the heart lung machine (hlm) during cpb. The user stated that six times during cpb the arterial pump just stopped and had a 'service pump' message on the screen. There was no warning or alarm noted. Additionally, the user noted the pump was hesitating, so they adjusted the occlusion with no success, thinking the occlusion was too tight. Lastly, there was no record noted in the alarm history section. There was no delay to the procedure, and the surgery was completed successfully with no patient harm or blood loss reported.

Manufacturer narrative:
The field service representative (fsr) replaced the roller pump. Release testing was completed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The roller pump was ran overnight with no observation of any issues. The electrical connections inside the pump were found to be securely seated, and there was no evident damage observed on the cables. The pump display cable was agitated during the evaluation with no issues observed. The pst found display supply error events in the logs which are associated with the 'service pump' message. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.